Event description:
Customer called to report the pump had an alarm and it reseated when the batteries were replaced. The time was reprogrammed and the memory was kept after the device had been reprogrammed.